Event description:
Surgeon was using to cauterize bleeding vessels. The item became progressively hotter the more it was used. When surgeon went to reposition the malleable wand a crack was heard. The entire wand was able to be rotated, which is not the norm. Item replaced with new coagulator with a different lot number and it worked without problem.what was the original intended procedure?t&a.device #1is this a laboratory device or laboratory test?no.